Manufacturer narrative:
D3 manufacturer establishment name updated. D4 primary UDI number updated. D9 date returned to manufacturer: 2/21/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. There was no damage or anomalies observed. In attempts to replicate clinical use the cassette bag was filled with 100 ml of water using a syringe. During the fill process a leak was observed to be coming from the internal bag at the seal of the cassette. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
E1 - initial reporter phone:(B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the 100ml cassette was leaking and was noticed during compounding. The leak occurred after completion of compounding, after addition of saline and drug and during airing out the cassette as the last step of compounding. As per compounder, the cassette was processed as per procedure. The incident occurred immediately while on use. There was no patient involvement, and no adverse event reported.